Event description:
The company rec'd a report where it was claimed that the tube developed a crack on the head of the outer cannula. The caller reported the pt was intubated on (B)(6) 2012 and the reported issue was discovered during routine trach care on (B)(6) 2012. The caller confirmed that extubation and reintubation of a replacement tube was required but there was difficulty re-inserting a replacement tube. As a result, there was bleeding and discomfort to the pt. The caller reported that the pt was seen by the ent service and it was determined that the airway and vocal cords were normal. The caller reported that the pt recovered from the event. Reference MFR report #2936999-2012-00055.

Manufacturer narrative:
The lot number is unk; therefore; the date of manufacture cannot be determined and the device history record cannot be reviewed. Additionally, the sample associated to this report was discarded; therefore, not available for investigation. Reference MFR report #2936999-2012-00055.